Event description:
The manufacturer received information alleging a ventilator's flow was out of tolerance. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. The device's blower assembly and machine flow sensor were replaced to address the issues. There is a evidence of contamination.